Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced ion selective electrode (ise) calibration issues and found the ise sipper probe tubing cover had come off during the ise wash. The customer replaced the cover, performed air purges and replaced the reagent which resolved the issue. The customer repeated one patient sample that had been run earlier. The initial sodium result was 140 mmol/l and had been reported outside the laboratory. After the maintenance was performed, the sample was repeated and the sodium result was 120 mmol/l. The customer stated they repeated the sample a third time and results were almost exactly the same as the first repeat results. The repeat results were believed to be correct and a corrected report was issued. The patient was not adversely affected. The sodium electrode lot number and expiration date was not provided.

Manufacturer narrative:
Additional information was received which documented the actual repeat sodium result was 128 mmol/l. Further investigation could not determine a specific root cause. It was noted issues such as air in the sample channel, leakage of current coming from the waste or an old and/or expired reference electrode would cause the type of issue seen by the customer.